Event description:
It was reported to target that during the procedure the coil stretched while being removed from the catheter. However upon inspection of the returned product on 2/20/98, it was found that the gdc main coil had totally unraveled from its weld joint, making this complaint a MDR. There was no impact to the pt from this occurrence.